Event description:
Per plaintiff's original complaint, plaintiff claims the product was defective and infected her eye with fusarium fungus. Plaintiff was allegedly hospitalized and scheduled to have add'l surgery in 2008 to possibly remove her eye. No further details are available.

Manufacturer narrative:
The device is not available for eval and lot number info is unk. Based on available info, no root cause can be determined and no conclusion can be drawn.